Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2018 with complaints of dark tarry looking stools. The patient received a total of 24 units of packed red blood cells (prbc) while in the hospital. His hemoglobin drop as low as 5.9. The patient had multiple procedures done and no active bleeding was found. The patient's hemoglobin stabilized and the patient was discharged on (B)(6) 2018. It was later reported that the patient underwent a colonoscopy, 2 tagged red blood cell studies, capsule enteroscopy, and interventional radiology for an angiogram of the celiac. Sphenopalatine arteries (spa) with sub branches were all negative. The event resolved without sequelae. No additional information was provided.